Event description:
The user facility reported the vitrectomy cutter was not cutting at the appropriate speed. There was patient contact but no injury to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.